Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that  after successful registration with the flat panel, surgeon will pull in a balloon, seeker, or 70 degree suction. The instruments will begin by tracking normally, but then the geometry error will grow to outside the acceptable range and stop tracking. The manufacturing representative (rep) was able to recreate the issue by leaving the flat emitter on for about 45 minutes and the issue will occur. Swap to the side emitter and the issue resolves. He reported that this has become an ongoing issue. Probable cause is that the flat emitter was becoming warm after about 45 minutes and reducing tracking field. There was no patient involvement. Additional information was received. It was reported that this occurred during a functional endoscopic sinus surgery (fess). There was a delay of less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 733752r, serial/lot #: (B)(6) h3: a medtronic representative went to the site to test the equipment. Testing revealed that there were intermittent flat panel failures and it was replaced. The navigation system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned flat emitter and no faults or failures were found. It was bench tested for 3 hours and the unit functioned normally throughout testing. H6: b01, c19 and d14 apply to the flat emitter concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.